Event description:
The customer observed a low potassium slopes while using the freshly opened clinical chemistry serum ict calibrators box lot # 0505017. This occurred on the architect c8000. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.